Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
Additional information was received and it was reported that the patient stayed in the hospital for 23 hours and then went home. The following friday, she was seen in her physician¿s office and her pump dose was increased. The patient was doing well.

Event description:
It was reported the pump was replaced because it was at its end of service (eos). Eos occurred (B)(6) 2013. The patient was taking oral medication until the pump could be replaced. The pump had been delivering morphine 60 mg/ml at 8.5 mg/day. The new pump was primed and connected to the existing catheter. During the replacement, it was noted the catheter could not be aspirated. A priming bolus was set to deliver 2.88 mg/day for the following 98 hours. The physician said "she'll never feel it, she's on so much of the oral and she's staying overnight". After the bolus, the pump was set to deliver 0.75 mg/day to "start the patient back up again". Four days later it was later reported that the patient was kept in the hospital overnight for observation and was "doing fine". She had a follow-up appointment a week after.

Manufacturer narrative:
(B)(4).